Manufacturer narrative:
The explanted devices were not returned to bsn. Additional suspect medical device component involved in the event: model #: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm.

Event description:
A report was received that the patient had developed a hematoma at the pocket site. Symptom was swelling and the cause of hematoma was unknown. The patient underwent an explant procedure.